Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently three weeks post-op with left leg pain. The physician attributed the cause of the event to occlusion of the left endurant ii limb. The cause of the occlusion is unknown. The event is not resolved. No additional clinical sequelae were reported and the patient is being monitored.